Event description:
This customer obtained a non-reproducible, higher than expected vitros trop I es result on a single patient sample while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected trop I es result occurred while using the vitros eci analyzer. The investigation confirmed that the sample involved may not have been processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Performance testing and review of instrument data demonstrated that the vitros eci analyzer was operating as expected at the time of the event. A definitive root cause for the event could not be determined, however, pre-analytical sample processing cannot be ruled out.